Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-02373. It was reported that when the patient presented in the clinic for routine follow up, high, out of range pacing impedance and high capture threshold with no successful capture was observed on right ventricular lead. The lead conductor fracture was also suspected. During unipolar testing, the device connection was lost, and patient experienced pounding heartbeat, discomfort. Hence the unipolar test was stopped. No programming changes were made for the lead. The patient was stable and will be continued to be monitored.

Event description:
New information received notes that the patient came to the clinic again for the follow up visit and the unipolar testing was done successfully. After the test results it was determined that pacing configuration was too high for the patient. The physician explanted and replaced the lead. The patient was not dependent and was discharged to home.